Event description:
Reporting status: serious injury. Reporting rationale: failure to advance requiring medical intervention second device. Device issue: failure to advance. It was reported that the graftmaster was selected to treat a dissection that had occurred during use of another company's device in the mid right coronary artery (rca); however, the graftmaster would not cross around a bend in the vessel, and was removed without issue. The dissection was successfully treated with the implantation of a bare metal stent. No patient effects were reported. No additional event or patient information is available.